Event description:
During a pta/stenting treatment procedure the express vascular ld stent came off of the balloon of the delivery device. The stent was successfully removed with a snare. No pt injuries or complications were reported.